Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty inserting the guide wire was confirmed. The sheath was dissected to inspect the seal valve. The distal end of the seal valve was partially bunched in the sheath. Once removed from the sheath the seal valve straightened but remained slightly wrinkled. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an unspecified procedure. Reportedly, after flushing the proglide device, an attempt was made to backload the proglide device over the 0.035" guide wire could not be completed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.